Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent a mesh revision on (B)(6) 2010 and a mesh removal on (B)(6) 2012 due to previously failed mesh and erosion.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2001 and mesh was implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and bs-xenoform was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urine incontinence, urinary frequency and incomplete bladder emptying.